Event description:
Additional information recieved from the company representative and confirmed with the physician indicated that part of the catheter was still implanted but part of it was disposed of by the customer. As of today the catheter had not been replaced and the surgery had not been scheduled. The plan of action was to schedule a full catheter replacement for the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 1999 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) , ubd: 17-may-2001, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (20 mg/ml at 10 mg/day) and bupivacaine (13 mg/ml at 7 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was having their pump replaced routinely and when the pump was explanted the surgeon noticed that the catheter was broken. The surgeon searched for the other end of the catheter within the pump pocket but couldn't find it. An x-ray was performed and saw the other end was somewhere in the old spinal pocket. The catheter was deemed to fragile for repair and the plan is to replace the catheter entirely. The surgeon implanted the new pump since it was already opened and prepped, but did not connect a catheter. Since the patient was not consented for a catheter replacement, the surgeon will bring the patient back in on a later (but soon) date to replace the catheter. There were no known environmental, external, or patient factors that may have caused or contributed to the event. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.